Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that when the doctor was placing an implant at tooth site #29, the mouth would not disengage from the implant. The implant removed and replaced with another to complete procedure.

Manufacturer narrative:
Zimvie received one (1) tsvt4b10 (imp,tsv,4.1,10,mtx,mg) for evaluation. Visual evaluation was performed, the implant has minor signs of use and was attached to its bundle mount. No apparent malfunction was identified with the implant or mount. The mount easily disengaged from the implant as intended. DHR review was completed for the subject lot number 1268809. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268809 for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The implant and mount disengaged as intended. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.